Manufacturer narrative:
Investigation summary: bd received two photos for investigation. The analysis of the photos revealed an uncapped tube with no specimen. A total of 29 retained samples were sent for functional tests related to stopper creepout/stopper pop off. The functional tests on the retained samples showed that 9 out of 29 samples exhibited stopper creepout/stopper pop off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper creepout. No definitive root cause could be established for the reported defect. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported after using bd vacutainer® serum blood collection tubes, the stopper crept out and sample leaked in one (1) tube. No adverse impact was reported regarding the patient or user.

Event description:
It was reported after using bd vacutainer® serum blood collection tubes, the stopper crept out and sample leaked in one (1) tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.